Event description:
On 06/30/2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The battery compartment is cracked and the cap is missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/20/2015: the pump was returned to animas and evaluated by product analysis on 07/23/2015 with the following results: battery compartment was found to be cracked in three places. The battery cap was not returned.